Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he was experiencing high blood glucose of 402 mg/dl, which he attempted to treat with an insulin bolus delivery. The customer stated that high blood glucose was persisting despite changing the infusion set. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. The settings and insulin pump history appeared correct. The infusion set cannula was not bent, however it was found to be occluded with blood. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.